Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.

Event description:
Consumer reported that upon removal the string broke off of a tampon and when removing the pledget, the pledget fell apart into pieces. She also experienced vaginal pain while removing the pledget. She was able to manually remove all the pledget pieces. The pain resolved after removal and she did not seek medical attention. She did not experience any adverse health effects.